Manufacturer narrative:
E1: initial reporter address: (B)(6) h4: device manufacture date: december 2024 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from the drip chamber, at the "joint/connection". The event was identified after approximately 1 ml of parenteral nutrition had been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two retained samples, two photographs and a video of the sample were provided for evaluation. Visual inspection was performed on all the samples. During the visual inspection of the photograph and video samples, leak was noted from the drip chamber; however, visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Air passage test and leak test were performed on the retained samples. No blockages or leaks were identified. A functional test was performed, and the flow of liquid was observed throughout the set with no issues; both units were conforming. The reported condition was verified on the photo and video sample; however, the issue was not verified on the retention samples. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.